Event description:
Reporting status: serious injury/ medical intervention/permanent damage. Reporting rationale: medical intervention using an additional stent to secure the separated guide wire against the vessel wall. Device issue: separated guide wire. It was reported that directional coronary atherectomy (dca) was performed and the isr stent became damaged. During removal of the guide wire, strong resistance was met, and the guide wire became stuck on the damaged stent and separated. Attempts were made to snare the separated guide wire tip out of the pt's body; however, it was unsuccessful. Another company's stent was implanted to support the damaged stent and secure the separated guide wire. Slow blood flow was reported in the coronary as thrombosis was noted, and EKG changes occurred along with ischemia. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. The damage stent and flexi-wire may have contributed to the thrombosis and EKG changes. Per flexi-wire IFU, caution must be used when moving a guide wire through a stent, as this carries additional pt risks, including the risk that the guide wire may become caught on the stent. The resistance between the flexi-wire and damaged stent likely caused the tip separation. A stent was deployed over the damaged stent and the separated guide wire portion. The incident appears to be related to device use error.